Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of the air alarm was confirmed in the alarm log. The cause of the reported condition was due to the air sensor being out of calibration. To correct the issue the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.